Manufacturer narrative:
Additional catalog #s: 72402106, 72402287. (B) (4). Balloon pressure not within specifications. Cuff had operating room damage. Pump performed within specifications. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
A (B) (6) female with obstetric trauma was implanted with an acticon device on (B) (6) 2004. On (B) (6) 2009, the entire device was removed and replaced, due to recurring fecal incontinence-some leakage.